Event description:
It was reported that a pump used in denmark experienced issues with the quick bolus/wake button, which was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the customer on using the button correctly and confirmed that the pump display eventually turned on, though the difficulty persisted. A replacement pump was sent under warranty, and the customer was advised to return the problematic pump using a pre-paid shipping label. Customer continued to use the pump for insulin therapy.